Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A non-healthcare professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the retina was detached and the vision was not good. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.